Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio iq meter was reading inaccurately high compared to her feelings. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged meter issue began at approximately 7 pm on (B)(6) 2016. The patient alleged obtaining an inaccurate high result of 467 mg/dl compared to their feelings and/or normal readings. Lifescan does not consider this to be a valid comparison. The patient stated that she manages her diabetes with insulin (unknown type; self-adjuster). In response to the alleged meter issue the patient took an insulin dose of 38 units lantus. Approximately ten hours after the alleged meter issue began, she stated that she developed the symptoms of "sweating" and "dizziness". The patient denied receiving any treatment in response to the symptoms. During troubleshooting the csr confirmed that the meter was set to the correct unit of measure and that the test strips were stored properly and had not expired nor exceeded their discard date. The patient did not have control solution to perform quality control testing. Products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs criteria for a serious injury reportable adverse event after the alleged product issue began.